Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving alert for high, out of range high voltage lead impedance on the svc vector. In clinic measurements and fluoroscopy were normal. An abnormal bending of svc coil was observed on fluoroscopy. Due to an occluded vein, a lead replacement was not possible. Therefore, the physician programmed the svc coil off. Dft testing was successful.